Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused antiblastic drug during patient infusion. At the end of the planned infusion time, there was more than 20% of residual volume remaining in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 14 and november 16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.